Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported that the surgeon went to the cystic duct on the second firing a clip was ejected by the device. 10/12/98 the case was completed with the er420. An er320 was opened prior to the case, it was used to clip and transect the cystic artery. The er420 was opened because the pt had an abnormally large cystic duct. There was no consequence to the pt.